Event description:
Device 2 of 2. Reference 1627487-2011-04102. The patient received her scs system on (B)(6) 2009, including two leads (with the same lot number). It was reported the patient had an increased recharged burden, was feeling stimulation when the system was off, and was feeling over stimulation at the lead site. The patient felt shocks at the lead site. During charging, the patient reported the ipg site getting hot. The patient was reprogrammed which did not alleviate the symptoms. Follow up revealed the physician performed an x-ray and an ipg replacement is scheduled. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.